Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photos, the reported leak was not observed. A "prime self-test (code 4)" alarm was visible on the machine monitor, which may indicate that the leak was from the effluent pod. No specific defect was visible in the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a prismaflex m150 set during priming. The machine alarmed for the leak. There was no patient involvement. No additional information provided.